Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up, backup vvi mode was observed on the device. A device image was unable to be printed. It was suspected that the device back up operation was low due to battery voltage. It was recommended to replace the device. No further information available.